Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 5mm x 2mm amplatzer piccolo occluder was chosen for implant using an unknown delivery system. Device sizing was determined by transthoracic echocardiography (tte). The physician noted that the duct anatomy was unusually shaped, and a 5/6 piccolo device was initially placed intraductally, appearing satisfactory upon deployment. A stability check was performed, and no peri-device leak was detected; the imaging modalities used during the procedure were fluoroscopy and tte. Approximately five minutes later, the device completely dislodged after initially appearing well positioned, and embolization was identified on fluoroscopy. The device migrated to the pulmonary artery and was retrieved easily using a snare; the physician believed the cause of embolization was a very unusual and large duct, and no rhythm changes or other clinical signs or symptoms were observed during or after the event. Additional device options were then attempted; however, none could achieve closure without causing obstruction to the left pulmonary artery, and the delivery system performed as intended throughout. Piccolo pulse checklist was used. Ultimately, no additional device was implanted, as the ductus closed post-procedure. The physician further commented that such procedures in 2.5kg patients can be particularly challenging, but that the delivery system performed as intended throughout the procedure.

Manufacturer narrative:
An event of device migrated to the pulmonary artery, 5 minutes post implanting the piccolo occluder was reported. A returned device assessment could not be performed as the device was not returned for analysis. The user believed the cause of device embolization was due to very unusual and large duct. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received and per event details, the cause of reported event was due to patient's difficulty anatomy but could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as snaring of device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.